Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported signs of fibrin during treatment. The patient's peritoneal dialysis registered nurse (pdrn) reported on (B)(6) 2015 the patient reported stomach pains and observed cloudy effluent during treatment. The patient was requested to come into the clinic on (B)(6) 2015 for culture and was diagnosed with peritonitis. Per the pdrn the patient had attempted peritoneal dialysis treatment using the cycler on (B)(6) 2015 but had some fibrin buildup as a result of the infection. The patient practiced aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. There were no fluid leaks were reported during treatment or prior to infection. The pdrn stated the patient was not hospitalized for the episode of peritonitis and was being treated in-home. Per pdrn as of (B)(6) 2015, the signs and symptoms of peritonitis have resolved, and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.